Event description:
Litigation papers allege: pt was implanted with the depuy asr hip on or about (B)(6), 2006. She later developed painful complications and has to undergo revision surgery.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of the investigation once it has been completed.

Event description:
Litigation papers allege: patient was implanted with the depuy asr hip on or about (B)(6), 2006. She later developed painful complications and has to undergo revision surgery. ***update: (B)(6) 2011 - the sales rep has reported the revision surgery. Patient was revised due to pain and elevated blood levels.

Manufacturer narrative:
The asr platform was voluntarily recalled from the market in august 2010, and the asr product codes are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4).depuy considers the investigation closed at this time. Should the product and/or additional information be received, the investigation will be re-opened.